Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed a small puncture in the middle of the tubing. Underwater pressure testing was performed, and a leak was noted from the puncture. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink pump/gravity continu-flo set had a facture on its tubing. The reporter also stated that it appeared to be pierced with a hole. This was noticed during priming with an unspecified sterile fluid. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.